Manufacturer narrative:
This report is submitted on november 1, 2016, by cochlear limited (manufacturer) on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. - attachment: [61402-device analysis report.pdf]

Manufacturer narrative:
(B)(4). Device not yet returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to unsuccessful insertion of the electrode into the cochlea. The patient was re-implanted with a new device during the same surgery.